Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds, high impedance, noise, and non-sustained ventricular tachycardia episodes. It is suspected that the lead is broken. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.